Event description:
The manufacturer received a report from a service engineer, on behalf of the customer, that a trilogy ev300 ventilator failed the aecm pretest. No patient harm or injury was reported. A repair quotation was provided to the customer for review. The device is currently awaiting further evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.